Event description:
A 2-yr-old female was found with a 3/4" nylon ring from a metal hosp crib in her mouth on 2/9/94. The ring came from a spindle on the crib's side rail and is supposed to prevent the spindles from rattling when the crib is moved. The ring was removed from the child's mouth by hosp nurse and no injury occurred. The crib in question was aluminum and consisted of metal bars/spindles on all sides. The nylon rings were located at the top and bottom of each spindle to prevent the spindles from rattling when the crib was moved. The maintenance worker said the approx 3/4" nylon rings could be moved up and down the spindle with ease and he thought this was a design defect so he attempted to contact the co to see if there had been a recall or retrofit on the crib.